Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: h3, h6 and h10. The e2/e3 and g2 fields were corrected based on the available information at the time of the initial report submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evlaution found a component was detached from the device and glue was applied to the main body and the connecting area of the component. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that gluing on a component of the subject device peeled during device handling by the user due to anomalous stress on main body of the device. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. However, the investigation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the forceps/irrigation plug (isolated type) is broken. The reported issue was discovered during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.